Manufacturer narrative:
Qc at the customer site was acceptable. The patient samples were submitted for investigation. The customer¿s results for the two samples were reproducible with the elecsys anti-sars-cov-2 assay. The creative diagnostics rapid assay showed a weak reactivity (igg) for patient 1 and no reactivity pattern for patient 2. Both samples were determined clearly negative in the roche in-house assay. Without additional information about the patients¿ medical history (e.g. Symptoms and/or pcr results), further clarification of the observed discrepancies is not possible. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The patient samples were requested for investigation.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas e 411 immunoassay analyzer. Patient 1 result from the e411 analyzer was 0.074 coi (negative). The repeat result from the abbott method was 2.25 s/co (positive). Patient 2 result from the e411 analyzer was 1.13 coi (positive). The repeat result from the abbott method was 0.12 s/co (negative). No pcr testing was performed. The testing was performed as part of routine screening of hospital personnel for previous exposure to covid-19. The results from the e411 analyzer were reported outside of the laboratory. It is not clear which results were believed to be correct. The e411 analyzer serial number was (B)(4).